Manufacturer narrative:
Customers received notification of the field action. The report of a syringe sensor sizer issue is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Event description:
It was reported that (15) syringe barrel clamps need to be replaced due to recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (15) syringe barrel clamps need to be replaced due to recall. There was no reported patient involvement.